Event description:
Reportedly, the user never had a good hearing performance with the device, she only felt the sensations of the sound. Since about a week she could no longer feel these sensations. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. It is assumed that the device may have gotten pre-damaged during manufacturing. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly, the user never had a good hearing performance with the device, she only felt the sensations of the sound. Since about a week she could no longer feel these sensations. Further technical checks are planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.